Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient developed an infection at the midline incision site. The patient was hospitalized and was provided IV antibiotics. Additionally, the patient also reported symptoms of cardiac arrhythmia. The patient recovered without sequelae and there were no reports of further complications. Follow up report indicated that stimulation is on and the patient is receiving effective therapy.